Event description:
Oversensing in the near- and far-field was reported after an implantation time of about 37 months. The ICD and the lead were explanted. Selox sr 60, MDR 1028232-2008-01601.

Manufacturer narrative:
The device has been implanted for a period of 37 months, during which 218 charges were recorded. It was noted during the analysis of the ICD, that a spark-over between the hv-1 conductor of the lead and the ICD housing had occurred during a shock delivery. This was the result of the damaged lead insulation. This conclusion is supported by the spark-over traces on the ICD housing. The fraying of the outer insulation of the lead requires excessive mechanical stress. The position and characteristics of the fraying, as well as the observed abrasion traces at the ICD housing, lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The analysis of the lead and the analysis of the ICD did not find any indications of a manufacturing error or a material defect. Despite the observed spark-over traces, the ICD proved to be fully functional. In particular, the signal perception of the ICD was normal.